Event description:
A 3.5mm, 95% stenosed and heavily calcified with moderate tortuosity vessel in the proximal right coronary artery (rca) was treated using the diamondback 360 coronary orbital atherectomy device (oad). A non-csi guide wire was exchanged for a viperwire advance guide wire. The oad was used for three treatments on low speed in the proximal to mid rca, with contrast injected in between runs. Post treatment the oad was removed, and contrast was injected, and a small perforation was observed. The perforation was treated with a 3mm stent. The patient remained hemodynamically stable throughout the procedure. It was the physician's opinion that the patient's anatomy contributed to the perforation.

Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. H6 investigation conclusion code 22: the diamondback 360® coronary orbital atherectomy system instructions for user manual states that a perforation of vessels is a potential adverse event that may occur and/or require intervention with use of the system. (B)(4).